Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was damaged. Radial access was obtained. The 20x2.7mm, eccentric, de novo, 90% stenosed lesion being treated was located in the non-calcified, non-tortuous left anterior descending artery. The lesion was not pre-dilated. A 20x2.75mm omega stent was implanted in the target lesion. During an attempt to post-dilate with a 3.0x15mm quantum balloon catheter, it was noted that 5mm of the stent had longitudinally deformed. The procedure was completed by implanting an 8x2.75mm stent to overlap 2mm of the deformed stent. No patient complications were reported and the patient's status is stable.